Event description:
Physician used 3-0 stratafix suture out of a pacemaker pack to close a pacemaker pocket. Needle driver was used to push the needle through the skin and suture needle broke in half. The needle was stuck in patient's pocket but quickly removed by the physician. Manufacturer response for suture, absorbable, synthetic, polyglycolic acid, coated vicryl (per site reporter). Working with us.